Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3l0953); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4a1020); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd,sig power sigadaptstnd linear adapter (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non -reportable condition. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that there was a power handle error. The reported issue was confirmed. The most likely cause was software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of voltage imbalance at rest (vimr) not related to the reported condition. The most likely cause could not be established from the information available. The vimr bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, while loading the reloads prior to stapling the stomach, a handle in a red circle with a line was displayed on the screen. A competitor's device was used to resolve the issue. It was noted the involved adapter was able to work with another shell and handle. There was no patient injury. Medtronic's initial evaluation of the incident device found during analysis of the system data that there was an error for the system queue being full.